Event description:
It was reported that the patient only felt stimulation for 15 minutes after it was turned on, and then it went away. To feel stimulation, the device needed to be turned off and on. One of the antennae was noted to be working, but bent. Further information is being requested from the hcp.